Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot # 73b2200012 investigation did not show issues related to the complaint.

Event description:
Reported issue: the doctor was unable to fire staples from device while use to patient. There was no reported injury.